Manufacturer narrative:
Additional information: a2, b5, b6, and b7. B5: upon follow up, it was reported on an unreported date, the patient recovered from 3rd episode of cloudy effluent and peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin injection (1g, every 3 days, intraperitoneal, discontinued), ceftazidime injection (1g, once daily, intraperitoneal, discontinued) and heparin (1000 iu, once daily, intraperitoneal, discontinued) for peritonitis. The patient was discharged from the hospital and was recovering from the peritonitis. It was reported that pd therapy was put on hold "after the onset of events" and shifted to hemodialysis. While the events were onoing, pd therapy was restarted and is ongoing. No additional information is available.